Event description:
Customer an error message was displayed during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. Ffb was replaced as a precautionary measure. System operates as intended.